Manufacturer narrative:
On 6/7/2019, the lot number of the thermocool® smart touch® sf bi-directional navigation catheter was provided as 30174034l. Also, the manufactured date and expiration date have been provided. Therefore, lot, expiration date and device manufacture date have been populated. On 6/11/2019, a manufacturing record evaluation was performed for the finished device 30174034l, and no internal actions related to the reported complaint condition were identified. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After mapping phase, a drop-in patient¿s blood pressure was confirmed when ablation was conducted 20 times at the indicated conduction site (right ventricle outflow tract rvot annulus junction site parietal band). Cardiac tamponade was confirmed by body surface echo. The patient¿s blood pressure did not stabilize, and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The blood pressure restored, and patient¿s condition improved. There¿s no information regarding extended hospitalization. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The physician stated the event occurred because he ablated too much, and that there was a place where the contact force was 50g temporarily, and it should have stopped the ablation sooner. No error messages were observed on any bwi equipment during the case. The customer¿s reported issue of ¿high force¿ is not considered MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury or other significant adverse event is low. This event is MDR reportable for the adverse event.